Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was difficult to see. Reportedly, the touchscreen display had "horizontal lines going across". There was no reported adverse impact to the customer. Reportedly, customer continued to use pump for insulin therapy.